Manufacturer narrative:
UDI: (B)(4). At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the reason for explanting the 26 mm sapien 3 thv 9 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of an implant card, the patient had a 26 mm sapien 3 valve implanted in the aortic position via transfemoral approach. Approximately 9 months post implant the valve was explanted. The cause of explanation is unknown. Additional information was requested but was not forthcoming.